Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resister. Unable to perform the occlusion and excessive no delivery tests due to prime anomaly. Pump passed the operating currents measurement, self test, unexpected error test, displacement, rewind and basic occlusion test. Pump had broken/cracked motor slide tip, cracked case at display window corner, minor scratched and cracked display window, and missing end cap sticker.

Event description:
The customer reported via phone call that they experienced tubing connector anomaly. The customer's blood glucose value was 155 mg/dl. The customer stated that they are unable to get the reservoir out of the pump. The customer stated that they pulled the reservoir out and the cap came off. The product was returned for analysis.